Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
A bravo capsule was lodged in pt esophagus. Capsule entered lungs, one side collapsed. Reported capsule is residing in lung spine. No further info was provided.